Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2014).the patient¿s meter has been returned on 5/15/2014 and evaluated by lifescan product analysis on 6/18/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging an inaccuracy low issue with the meter compared to a lab result. The patient reported blood glucose results of ¿153 mg/dl¿ with a lifescan meter and ¿186 mg/dl¿ on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.